Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device primary evaluation found the following: due to a pinhole on connecting tube, water tightness is lost, the connecting tube has coating peeling, adhesive on bending section cover or distal sheath has a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value, because channel tube is crushed, forceps cannot be inserted, because channel tube is crushed, the tube cleaning brush cannot be inserted, light guide lens has a scratch, eyepiece has a crack, connecting tube has a dent, connecting tube has a buckling, connecting tube has a wrinkle, universal cord has a dent, and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the oes bronchofiberscope had a pinhole size in the coil. There were no reports of patient or user harm associated with this event. The subject device as subsequently evaluated by olympus and the coating on the insertion section of the tube was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.